Event description:
Central glenoid screw head broke off while being tightened. The pt was advised of this immediately post operatively. His glenoid fixation was still judged to be very good. FDA safety report ID# (B)(4).